Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The insulin pump had an intermittent motor error alarm during rewind due to corroded motor home switch and alarmed prime during basic occlusion test due to loose/protruded drive support disk noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states drive support cap was sticking out. Customer's blood glucose was 17.4 mmol/l. Customer also reported to have received a motor error alarm. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.